Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed its right ventricular lead had alerts for high voltage lead issues and over current detection. One of the high voltage shock configurations had less than lower limit lead impedance. Programming changes were made. The patient was stable.